Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the pump was unknown, as it did not appear in the database. The representative estimated 6 years prior. The pump was explanted on (B)(6) 2017. The patient experienced increased spasticity that was previously controlled. The representative stated it was unknown if "blocked engine" meant the pump motor had stalled. It was stated the pump engine became blocked on (B)(6) 2017. The "engine was picked up intermittently every 48 hours or more." The pump logs were not available. The cause of the issue was unknown. When asked if the pump would be returned, the representative replied, "if it is returned but is coordinating the transportation and collection complying with the quality standards."

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code 92 no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in columbia via a representative. The patient had received unknown baclofen 200 ¿cmg¿ (mcg) at a dose of 700 mcg via an implantable pump. It was reported that during normal use, the patient hear an alarm and the pump was read with the programmer which had evidence that the engine was blocked. The medical specialist indicated the initiation of oral baclofen and the transfer of the patient to another city for ¿solcity¿ of pump replacement. As reported, it was unknown if there were any external, environmental or patient factors that might have led or contributed to the event. The pump status was reported as implanted but out-of-service and would be replaced in the future as surgery was planned but not scheduled. The patient¿s status at the time of the event was noted as alive-no injury. Patient symptoms were not reported at this time. At the time of the report the issue was not resolved. No further complications were reported/anticipated.